Event description:
The publication, ¿bioglue-associated loss of aortic valve leaflet motility sonographically masked by both newly replaced mechanical aortic and mitral valves¿, reports on a case of a (B)(6) male who underwent an aortic and mitral valve replacement with a mechanical valve in which bioglue was used on the aortotomy suture line on the closure of the aorta. Results from the case: when the surgeon attempted to wean the patient from cardiopulmonary bypass, moderate aortic stenosis and severe aortic insufficiency was noted. The patient was recooled for a second aortic cross-clamp to reevaluate the aortic valve. Upon inspection, the leaflets of aortic valve had been frozen in a semiclosed position by bioglue. The aortic valve was replaced. Also the patient suffered an ischemic left middle cerebral artery stroke perioperatively, possibly due to the additional bioglue embolization.

Manufacturer narrative:
Multiple requests to the publication author for additional clarifying information were made without success to acquire the following information: the date of implant, any adverse events that occurred, lot number of the bioglue, amount of bioglue used, and the current status of the patient. No response was received. Manufacturing records for the bioglue used in the study were not reviewed as the lot number was not provided. The system could not be queried for potential lots shipped to the hospital as the date of implant was not provided. A review of the publication was performed. A (B)(6) male who had undergone a mitral valve replacement for endocarditis 6 years earlier, presented with severe mitral stenosis and moderate mitral regurgitation. The patient underwent surgery for mitral valve replacement with a mechanical valve. During the surgery, it was determined that the aortic valve should also be replaced by a mechanical valve. During implant, the root required enlargement and on closure of the aorta, the aortotomy suture line was further sealed with bioglue. In an attempt to wean from cardiopulmonary bypass, moderate aortic stenosis and severe aortic insufficiency in the new valve was detected. The new valve was inspected and the leaflets of the aortic valve had been frozen semiclosed by bioglue. The damaged valve was replaced. Perioperatively, the patient suffered an ischemic left middle cerebral artery stroke; the authors speculate that it was possibly due to the additional bioglue embolization. The patient has had gradual improvements of symptoms and is now at home and ambulatory. It is unknown the amount of bioglue used, and if any steps were taken to protect the valve from unintended contact with bioglue. It was unable to be confirmed if the ischemic stroke was due to bioglue embolization. Bioglue embolization has been previously reported. Guidance related to prevention of bioglue embolism is provided in the instructions for use (IFU) and include but not limited to, avoiding negative pressure during bioglue application to prevent bioglue from crossing through the suture holes in the patient¿s cardiovascular system. The root cause of the embolization is unknown; however, guidance for prevention of bioglue embolism during application is provided in the product¿s IFU. The root cause for how bioglue came into contact with the mechanical valve is unknown; however, guidance for protecting areas from unintended bioglue use is explained in the IFU. The IFU lists thromboembolism and stroke or cerebral infarction as potential complications associated with the use of bioglue.

Manufacturer narrative:
Multiple attempts were made to obtain the following clarifying information without success: the dates of implant, any adverse events that occurred, lot number of the bioglue, amount of bioglue used, and the current status of the patient. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
The publication, ¿bioglue-associated loss of aortic valve leaflet motility sonographically masked by both newly replaced mechanical aortic and mitral valves¿, reports on a case of a (B)(6) male who underwent an aortic and mitral valve replacement with a mechanical valve in which bioglue was used on the aortotomy suture line on the closure of the aorta. Results from the case: when the surgeon attempted to wean the patient from cardiopulmonary bypass, moderate aortic stenosis and severe aortic insufficiency was noted. The patient was recooled for a second aortic cross-clamp to reevaluate the aortic valve. Upon inspection, the leaflets of aortic valve had been frozen in a semiclosed position by bioglue. The aortic valve was replaced. Also the patient suffered an ischemic left middle cerebral artery stroke perioperatively, possibly due to the additional bioglue embolization.